Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was found that there are cracks at inner side of the grip parts when they were checked upon the inspection of the returned loner kit from the hospitals. There were no report from the hospitals on the issue. Therefore there was no information how the cracks occurred.